Manufacturer narrative:
Additional information was added to h6: h10: the device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor sv (small volume) did not completely deflate during a patient infusion. The reporter stated that 40% of the solution remained in the device. The device was filled with flucloxacillin. There was no report of patient injury or medical intervention associated with this event. No additional information is available.